Manufacturer narrative:
The access port connector associated with this report was not returned with the lap-band system by the reporter. Based upon the model number and implant date provided by the reporter the connector type is assumed to be a taper ii. Analysis noted a sharp breakage at the tubing-collar junction, etiology unk. Analysis noted that the shell/ring and band tubing were broken with striations consistent with surgical end cuts to remove the device. The band tubing was receiving in two pieces and all edges of the band tubing were striated. No additional info has been reported to allergan regarding the serial number or event description. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Healthcare professional reported, "band failure, pt compliance." Follow-up findings: device analysis identified a breakage of at the tubing-collar junction, indicating a leak in the band system. No additional info received from the reporter.